Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) was not functioning correctly. Replaced uninterruptible power supply (ups) and the system regained functionality. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information that a mobile view station (mvs) was not booting. Line and power led's were lit. Site tried rebooting the mvs but this did not resolve the issue. There was no patient present when this issue was identified. Issue occurred in-between surgeries.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.